Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). Add'l info will be provided upon completion of the MFR's investigation.

Event description:
(B)(4).